Event description:
It was reported that pre-dilatation was being performed in the distal circumflex artery with the voyager rx balloon catheter when the balloon ruptured at 6 atmospheres during the second inflation. No patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to: balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use and the device was initially pressurized once without incident, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, mildly calcified and 90% stenosed, which likely contributed to the experienced rupture. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. Return of the voyager may have further aided the investigation. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The reported rupture appears to be related to circumstances of the procedure and not a product quality deficiency.